Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Pump had cracked display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture. Customer reported of placing insulin pump in a cooler while at the beach. It was reported that insulin pump fell into the ice water and was submerged for about 30 minutes.. Customer reported that as a result, insulin pump did not turn on, not even after battery change. Customer's blood glucose was 193 mg/dl. Customer was advised that insulin pump would need to be replaced.